Event description:
The device was programmed to deliver at a rate of 10 cc/hr. The bag reportedly emptied within minutes of the start of the infusion. No date, drug, volume, or patient information was reported. The manufacturer attempted to contact the user facility for further information, but the director of nursing only added that the patient was not injured.